Event description:
According to the complaint the nurse had run a patient capillary sample (35ul) for lac and glu at 9:03pm on the (B)(6) 2023 on an abl800 flex analyzer (serial number: (B)(6). There was no result or message on the printout after running the capillary sample. The nurse ran samples on the same patient before and afterwards with no issues.

Manufacturer narrative:
The radiometer investigation has not been able to define the root cause in this case, hence the root cause is unknown. The problem seems to have occurred only this time. Radiometer is also unaware of any similar case.